Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not start up. Upon troubleshooting fse found that system stuck at 00:00 and flex vision pc didn¿t booting up automatically; after powering on the button of flex vision pc; it was start up. To resolve this issue, fse replaced flex vision pc mother board battery. The system was returned to use in good working order. The codes were updated based on the investigation outcome.